Manufacturer narrative:
Concomitant medical products: 310c27, tissue valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant the patient was hospitalized due to superficial cellulitis infection of the implantable cardioverter defibrillator (ICD) pocket in the left infraclavicular region. A number of procedures were done in an attempt to sterilize the pocket. The patient recovered and was discharged home; however, re-presented the following month with evidence of cellulitis in the same area. The ICD was explanted and replaced at a new site in the left anterior superior abdominal wall using the existing leads. It was noted that there was no evidence of the superficial cellulitis infection in the device pocket. No further patient complications have been reported as a result of this event.